Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device-8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported by a visiting nurse that upon arrival to a scheduled visit at the patient¿s home on (B)(6) 2017 there was no answer at the door, but the patient¿s lvad could be heard alarming. Once the police entered they found the patient face down, blue and with the lvad driveline in their hand. The coroner reported there were two batteries lying on the bed. It was felt that the patient¿s death was due to the driveline being disconnected from the system controller. Log file analysis by the manufacturer¿s technical service representative revealed no issues with the device until the driveline was disconnected. No additional information was available.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported pump stoppage associated with a disconnection of the driveline; however, the sequence of events that led to this condition could not be conclusively determined through this evaluation. The submitted controller event log file contained approximately 1.5 days of data from (B)(6) 2017 18:50:47 ¿ (B)(6) 2017 11:12:55, per the timestamp. The log file showed that the driveline was disconnected on (B)(6) 2017 at 10:12 am and remained disconnected for the remainder of the log file, resulting in driveline disconnected, low flow, and pump off hazard alarms. The log file recorded multiple active low flow fault flags as well as 7 intermittent low flow alarms during the 16 hours prior to the driveline being disconnected from the system controller when the calculated average flow was recorded between 2.3-2.4 lpm. The most recent low flow alarm occurred approximately 2 minutes before the driveline was disconnected. Approximately 2.5 hours after the driveline was disconnected, the alarm silence button was pressed repeatedly for over an hour, followed by one of the batteries being disconnected. After about 20 minutes, the second battery was disconnected and reconnected. Approximately 40 minutes later, the battery was disconnected permanently. The system controller was shut down just over 10 minutes later. Besides the low flow events, no other atypical alarms or events were noted and the pump speed remained above the low speed limit prior to the disconnection of the driveline. A specific cause for the captured low flow events could not be determined through this evaluation. The submitted controller periodic log file contained approximately 10.5 days of data from (B)(6) 2017 0:05:05 - (B)(6) 2017 15:04:21, per the timestamp. Prior to the time frame when the driveline was disconnected, the system appeared to be operating as intended with calculated average flow ranging from 2.5-4.2 lpm. No atypical alarms or events were captured and the pump speed remained above the low speed limit for the duration of the log file prior to the driveline disconnect event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.